Event description:
The event is reported as: the incident occurred when the nurse practitioner was intubating an infant. The nurse removed the stylet and the tube separated from the connector. The et tube remained inside the patient. No patient injury or intervention reported.

Manufacturer narrative:
(B)(6). The device sample was not returned for evaluation at the time of this report. The results of the investigation are not available at the time of this report.